Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger analysis of the recharger, model 97755, s/n (B)(6). Found recharge antenna failure and scrapped due to low reading being 0 should be higher than 30. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they couldn't charge the implanted neurostimulator. Patient said they would get a screen that said cannot find device, try again, and every once in a while, they would enter passive recharge mode but would show all zeroes. Patient also said the recharger paddle and cord would get really hot. Agent asked event date, patient said probably over the last month they had a hard time charging. Patient said they could get charging to work but wouldn't stay connected. Patient then said within the last week they hadn't been able to get charging to work at all and the recharger would get hot. The issue was not resolved. An email was sent to the repair department to replace the recharger.